Manufacturer narrative:
The lot was manufactured from september 24, 2020 - september 25, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed residual fluid inside the bladder of the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion; further described as "device was not completely empty at time of disconnect, with a significant volume of drug leftover after 46 hours". There were no issues identified during set up of the device. The device had been filled with fluorouracil 4300mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.